Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited possible infection. Also, this lead exhibited high pacing threshold. As of this time, the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead remains in service. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.